Manufacturer narrative:
Date of event: exact date unknown, event occurred nine years after being implanted.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned.